Event description:
Pt with metastatic lung cancer was found slumped over in a chair pulseless, breasthless and without a blood pressure. The pts was intubated and medications were administered. The pt was to receive a shock and the defibrillator would not hold a charge. A 2nd machine was tried and it to would not charge.